Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported per the saber over-the-wire (ota) percutaneous transluminal angioplasty (pta) balloon catheter survey, the respondent indicated they had experienced perforation. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported per the saber over-the-wire (ota) percutaneous transluminal angioplasty (pta) balloon catheter survey, the respondent indicated they had experienced perforation. The product was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported ¿perforation¿ cannot be confirmed, there is no additional information provided as this is in response to a balloon catheter survey. The exact cause cannot be determined. Risks associated with angioplasty procedures include vascular perforation. These are well-known and extensively documented potential complications of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal plaque rupture during interventional procedures. A calcified/resistant lesion can cause damage to the balloon and result in vessel damage during angioplasty. With the limited information available and without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the safety information of the instructions for use ¿proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Complications related to the product include, but are not limited to abrupt vessel closure, additional intervention, acute myocardial infarction, allergic reaction (device, contrast medium and medications), amputation, arrhythmias, arteriovenous fistula, bradycardia, death, embolism, hematoma at puncture site, hemorrhage, hypotension / hypertension, inflammation/ infection/ sepsis, ischemia, necrosis, neurological events, including peripheral nerve injury, transient ischemic attack and/ or stroke, organ failure (single, multiple), pain, paralysis, potential for balloon burst and potential complications (rated burst pressure), potential for separation and potential complications (integrity to be checked before and after use), procedural complications: bleeding, hypotension, access site complications, pseudoaneurysm, renal failure, restenosis of the dilated vessel, thrombosis, vascular complications (e.g. Intimal tear, dissection, pseudoaneurysm, perforation, rupture, spasm, occlusion). There is no evidence that the event was related to a manufacturing issue; therefore, no corrective action will be taken.